Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head has fallen off in mouth / it's in 2 pieces - came away where the joint is [device breakage]. No adverse event [no adverse event]. Case description: a male consumer of unspecified age reported via phone on (B)(6) 2016 that the oral-b power oral care refills 3d white had fallen off in his mouth after being in use for a few weeks with an oral-b pro 3000 rechargeable toothbrush. The consumer elaborated that the brush head was in 2 pieces, and it came away where the joint was. This was not the first time he had used these brush heads. No symptoms developed.